Event description:
I was implanted with the essure device (B)(6) 2013 by my doctor who had no business to do so! I went to get my tube tied and was convinced by (B)(6) at the (B)(6) here in (B)(6) to get the perfect no cost to me essure instead. Unbeknownst to me the beginning of 2014 things started changing in my body. Losing my teeth including my front ones just falling out, numerous pain and suffering in regards to my health. Joint degenerative disease, hashimoto's thyroiditis, emphedema, major fatigue syndrome, teeth and major weight gain, went from 155 160 in 2020 and I'm now almost 300 lb and continuing to go up! I had to have major surgery in (B)(6) 2021 to be exact, at the same place that put my essure in 2013! Unbeknownst to me my doctors at the (B)(6) we're working behind my back with different doctors and I feel covering up misconduct and malpractice suits! I had to have a complete hysterectomy removing everything supposedly but my ovaries! I specifically I've asked my doctors to do tests to see about fragments left in my body! These tests came back results and just general information and this has happened to me a couple times by my doctor pcp (B)(6) at (B)(6). My doctors have covered up information and lied to my face about my illnesses. I was never told by my doctor about the recall of essure or the potential harm it could do to myself and my body. (B)(6) has been paid by (B)(6) multiple times for different products she used on her patients. I'm am still suffering major heath problems due to fragments left by this product. I have a report from my hysterectomy that clearly states I have fragments left in my body. I can't get all my heath records and there is a lot pertaining to my hysterectomy and the notes and process of (B)(6) and the procedure that was done in (B)(6) 2013. I feel I have records pertaining to healthcare fraud with procedures that weren't done or possibly a higher pay of a surgery that didn't take place. I was duped by my healthcare ohp and my attorney who fraudulently covered up my lawsuit and lied about the amount and the true scenario of what was taking place. Ohp ((B)(6) health plan) "the (B)(6) health plan" (B)(6) lied to me about not taking money out of my claim, they did! No one in (B)(6) who my contract for my attorney in (B)(6) says was out of (B)(6) in (B)(6) court. I had called the state bar and the courthouse that was supposed to be overlooking my attorney who took (B)(6) in settlement funds and distributed out as he please in the (B)(6) courts. No one in the state bar or in the court reporter's office knew of me or my attorney (B)(6) operating in any of their courts. I was told to file a complaint with the state bar for a-licensed attorney in (B)(6). I had done so and was told by the state bar that he was pro havoc so my complaint really didn't matter because it wasn't the proper complaint form. The state bar told me that they did tell the (B)(6) state bar that there was some misconduct but there was nothing that (B)(6) can do because he wasn't a license attorney in (B)(6)! Here is my problem, I am suffering tremendously with no relief for real information on helping me fix what's going on with me and this stupid product that was sold to medicaid and medicare for cheap and then turn around and harm me to no end only to be lied about the product and it's harm and you have to pay for that harm it done to me! I know for a fact that my healthcare insurance violated my hipaa rights and continue to do so. Please someone help me to figure out how to move forward. I trust no one in my health care I've seen claims that weren't supposed to be claimed nobody cares and everybody wants a piece of the money. I have tried so many different ways to get a hold of different people to submit complaints but nothing has ever come to anybody paying attentions thank u, god bless.